Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was at target and the cgm reading was 400 mg/dl. The patient was very dizzy, confused and passed out. The patient was unconscious for 30 minutes. Someone called emergency medical technician's, the paramedics took a bg reading which was 43 mg/dl. The paramedics provided coca-cola and crackers to the patient, and after 30 minutes the patient recovered. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.